Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2010 for bilateral leg pain (right leg is worse). It was reported that approximately one month ago, the patient was unable to turn the amplitude above perception. An impedance reading of the right lead showed 5 of the 8 lead contacts were above 12,000 ohms. The other lead had normal impedances, but did not provide stimulation to the right leg. An x-ray was performed and showed the leads had not moved and connections were intact. Follow up on the patient found that the patient is consulting with the physician regarding a possible lead explant and replacement procedure. No further information is available at this time.